Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. After review, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line of the cassette during the initial drain of peritoneal dialysis therapy. The patient was connected to the device at the time of the event. There was nothing unusual noted during troubleshooting that could have caused or contributed to the event. The technical service representative assisted the patient with ending therapy and the patient was to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.